Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned as of the date of this report. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having high blood glucose levels and loose fixing pin on driver arm. Troubleshooting was performed and pump is returning for analysis.